Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: photos were inspected showing reported defect. No samples were received for evaluation. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set had a hole in the tubing between the needle and holder causing blood spray during a phlebotomy procedure. No serious injury or medical intervention reported.